Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
B5: the user was reportedly attempting to create a "j" shape in the complaint device. The user reports feeling a "bump" on the device after attempting to shape it. The user reports that the "bump" was not sharp. A different cook amplatz wire was used to create the desired shape and complete the procedure. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that three prior-to-use amplatz extra-stiff support wire guides were returned with biomatter present on them. The distal tip of all three returned wire guides appeared to have been manipulated to have a very broad curve, with the distal tip j-curve configuration maintained. It also appeared that the mandril or safety wire was protruding due to manipulation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, documentation, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to unintended user error as reportedly, the tip was manipulated with a ¿plastic dilator¿ prior to use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code= dqx. PMA/510(k) number = pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the physician felt a "ledge" when using three safe-t-j amplatz extra-stiff support wire guides. The physician was reported to have "shaped" the end of the complaint wires using a plastic dilator. The physician allegedly felt what has been described as a "ledge just after the j part of the wire" after attempting to re-shape the devices. The "ledges" in the catheters were not reported to be sharp. The procedure was successfully completed with an unknown wire. Upon receipt and intake of the complaint devices on 11jan2019, a protruding wire was observed on each of the three devices. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.